Event description:
The customer reported that the paramedics were called and they took her to the hospital due to due high blood glucose and infection. The customer was in the hospital a few days and then released. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.